Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during evaluation of the device. It was determined through review of the device history log that the electrodes were not connected leading up to the condition. All indications suggest the device was in this state for an extended period of time prior to the customer's report. The battery was depleted and replaced on the device. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.